Event description:
A (B)(6) driver delivering perox 1 reagent, got the reagent on his hands while carrying a leaking reagent container and then touched his eye. There are no known reports of adverse health consequences or patient intervention due to the leaking perox 1 reagent.

Manufacturer narrative:
Based on the information provided by the customer and the investigation, the cause of this event was due to a loose cap on the perox 1 reagent bottle.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00111 on (B)(4) 2010. Updated (B)(4) 2012: the mold design of the caps' threads has been changed to allow more grip and to help with torque back-off. This change resulted in the cap type being changed from push-off to screw-off and an induction-sealed closure was also added.